Manufacturer narrative:
An event of paravalvular leakage and hemolysis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, an epic mitral valve (model unknown) was implanted as the surgical treatment for endocarditis. Soon after implant, the patient was observed with paravalvular leakage and hemolysis which was monitored. After a few weeks with no improvement, the physician elected to explant the epic valve and implant an abbott mechanical heart valve in the mitral position. Three to four weeks later, the patient was observed with hemolysis once again and tee was performed. The leaflets were reported to be moving appropriately and the valve was well seated with no pvl. The patient is reported to be stable. Additional information such as device(s) serial number, echo/op report, patient status, etc, were requested, but not made available.

Event description:
On an unknown date, an epic mitral valve (model unknown) was implanted as the surgical treatment for endocarditis. Soon after implant, the patient was observed with paravalvular leakage and hemolysis which was monitored. After a few weeks with no improvement, the physician elected to explant the epic valve and implant an abbott mechanical heart valve in the mitral position. Three to four weeks later, the patient was observed with hemolysis once again and tee was performed. The leaflets were reported to be moving appropriately and the valve was well seated with no pvl. The patient is reported to be stable. Additional information has been requested.